Event description:
Pt has 2-lumen PICC line. One lumen had saline infusing. Other line with tpn. When disconnecting pt so that he could shower, discovered that tpn filter was cracked. There was no harm to patient.